Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: from the beginning of the procedure, the device could not grasp even a thing membrane and could not cut at all. A new device was opened to complete the procedure. There was no bleeding, no tissue damage, no unanticipated tissue loss. Operative time was not extended.